Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-may-2026, a sales representative reported via email that an ar-9580-2420 24mm baseplate, 20° full augment malfunctioned during a procedure, and an ar-9530s-03 univers revers trial 36 +3 exhibited wear and tear. The issue was discovered during a procedure, with no reported patient harm.